Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason. It was noted that during the procedure, the physician was having hard time removing the from the port of the ipg. The physician completely removed the set screw from the port and the lead remained in place.

Event description:
It was reported that patient underwent an implantable pulse generator (ipg) replacement procedure for unknown reason. It was noted that during the procedure, the physician was having hard time removing the from the port of the ipg. The physician completely removed the set screw from the port and the lead remained in place.

Manufacturer narrative:
The returned implantable pulse generator (ipg) was analyzed and the reported allegation that the physician had difficulties removing the lead from one of the ipg ports has been confirmed. The epoxy header was damaged, and the setscrew block had been removed before it was received. It is likely that the lead became stuck in the ipg port because the setscrew on an electrode contact sleeve was inadvertently tightened instead of the retainer sleeve. Additionally, the ipg was explanted for an unknown reason. The ipg was in the end of service (eos) state, and the investigation determined that the ipg battery life was within the estimated range and that it was functioning normally. The labeling documentation explains the behavior of the ipg as it approaches or reaches the end of its useful life.